Event description:
It was reported that during a colectomy procedure, the device did not staple properly on the complete staple line. The staples would not hold. Another device was used to complete the case.

Manufacturer narrative:
Date sent: 10/29/2008. Information anticipated, but unavailable at this time.